Manufacturer narrative:
Date of this report should state: (B)(6) 2014. Placeholder.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to amo has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented at approximately 2 weeks post op with the left flap slightly displaced superior temporal. The patient's visual acuity in the left eye was 20/30. The flap was lifted and repositioned. The patient's visual after the repositioning of the flap was 20/25 in the left eye.

Manufacturer narrative:
Placeholder.